Event description:
Patient reported they suffered severe complications and had to have treatment requiring 1 root canal, 9 crowns and 6 core build ups to restore/repair their teeth that damage was done by the aligners. This is a contraindicated patient for bridge, crown.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.